Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime process. The current blood glucose reading is 136 mg/dl. Customer had experienced a low blood glucose. Customer declined to troubleshoot. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to faulty force sensor. Unable to perform occlusion test due to prime alarm. The insulin pump had a cracked lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.